Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. The patient reported that their ins needed a trickle charge because they couldn't get it to charge. The patient was offered troubleshooting but stated that troubleshooting had already attempted with their health care provider and it wasn't successful. The patient ordered adhesive disc. It is expected that a manufacturing representative (rep) will come out and troubleshoot for the patient. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.